Manufacturer narrative:
H3 other text : device received by third party.

Event description:
The manufacturer received information regarding a dreamstation bipap pro. The device was returned to a third party service center. During visual inspection of the device, there is no visible foam particles found.the device was routed to scrap. In addition, there is a white substance in contamination findings. There was no allegation of serious or permanent harm or injury. No medical intervention was required for the patient.